Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure the prograsp forceps instrument did not disengage to release the tissue. The instrument release tool was used and the site was able to swap out to another prograsp that did work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support could not reproduce (cnr) finding: the instrument passed the bumper test. A review of the instrument log for the prograsp forceps (471093-11/k11220608 250) associated with this event has been performed. Per logs, the prog\grasp forceps instrument was last used in a procedure on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.